Event description:
It was reported that a small volume folfusor leaked at around the end of the tubing line and crystallized. The device contained 5100mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h4, h6, h11. Correction: d10 (and update date to n/a). B5: the leak was contained within the sealed overpouch. H4: the lot was manufactured between december 14-19, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white crystallized drug deposited at the connection between the blue winged luer cap and the flow restrictor suggesting a leak may have occurred at this specific location of the device. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause may be use-related in which the blue winged luer cap was not securely tightened after the device filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.